Event description:
The pt's trial lead was explanted due to infection.

Manufacturer narrative:
Explanted product was discarded by the medical facility and will not be returned for evaluation. The pt's infection has reportedly cleared.